Manufacturer narrative:
The reliability analysis inspected one opened and/or used sensor and found cannula broken, and all parts still attached to plastic tubing and adhesive tape.

Event description:
The customer reported via phone call of issues with their sensors. The customer states they were received sensor error and then bad sensor message. The customer also states the plastic did not come off of the sensor. The customer states she pulled out the set by mistake. The customer declined to troubleshoot. The customer was advised the sensor would be replaced and returned for analysis.